Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Accessory/object stuck in the operation channel. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: based on the reported content, it was determined that the use of non-compatible brushes made by another company caused the brushes to get stuck in the pipeline and not come off. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 11-sep-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 11-sep-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.